Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge fse replaced the solenoid driver board and performed full functional and safety checks per the factory calibration procedures. The iabp passed all tests, and was then released to the customer and cleared for clinical service.

Event description:
A getinge field service engineer (fse) reported that an issue was found on the cs300 intra-aortic balloon pump (iabp) post software field safety corrective action (fsca). During system checks, it was noted that k6,k6a, k7 & k8 were not activating. There was no patient involvement, thus no adverse event was reported.